Manufacturer narrative:
The manufacturer previously received information in reference to a repaired/recertified dreamstation CPAP that the patient alleging throat was sore with chest pain. There was no report of serious patient harm or injury. There was no report of medical intervention. This notification was reviewed for information received that a patient alleged throat was sore with chest pain. No death. No serious harm or injury was reported. Analysis of past events has not indicated an adverse event has occurred due to the reported allegation. Review of the risk file indicates the potential for a serious adverse event occurring as a result of this incident is unlikely. This event is not reportable under FDA 21 cfr part 803 as it does not meet the criteria for a death, serious injury and/or reportable product malfunction.

Event description:
The manufacturer received information in reference to a repaired/recertified dreamstation CPAP that the patient alleging throat was sore with chest pain. There was no report of serious patient harm or injury. There was no report of medical intervention. The device has not been returned to the manufacturer. At this time, no further investigation can be performed. If any additional information is received, a supplemental report will be filed.

Manufacturer narrative:
In previous report, the manufacturer reported incorrect information in box d: common device name. After reviewing it was captured correctly. In box d: common device name has been updated.